Manufacturer narrative:
The device was visually inspected, and functional testing was performed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited an error message of "incomplete seal". There was no patient involvement.